Event description:
It was reported that while using the surgical fiber during a prostate procedure, the laser presented with ¿laser expired message¿ @ 0 joules. The procedure was completed with a turp. Patient outcome: "no injury to patient."

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap exhibited minimal usage; tested the fiber on the hene test fixture, aim beam is visible at the fiber cap; the connector appeared in good condition. Fiber card analysis: use date on fiber card does not match date of procedure on the wf ((B)(6)2014); the fiber upper limit has been reached, not a failure - max joules reached; the fiber card is expired ¿ hard joule limit has been reached. Probable root cause: based on the product analysis results, the probable root cause of the failure is: no failure found.